Event description:
On (B)(6) 2009, the patient began treatment with extraneal viaflex 2 liters daily intraperitoneally (ip) at 250 ml/min for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced chemical peritonitis and received treatment with vancomycin 1 gram once a week ip at 250ml/min which continued at the time of this report. Beginning (B)(6) 2010, the patient received cefazolin and amikin ip (dose and frequency not reported) which continued until (B)(6) 2010. Beginning (B)(6) 2010, the patient received vancomycin ip once a week. It was not reported if treatment with vancomycin had continued. On (B)(6) 2010, (about 9 am) the patient experienced "effluent of extraneal was turbid, and then glucose solution drained clearly." On (B)(6) 2010, the effluent of extraneal was still turbid so the patient was hospitalized for peritonitis treatment (specific treatment not reported). On (B)(6) 2010 the extraneal continued to be turbid and the glucose solution drained clearly. On (B)(6) 2010, treatment with extraneal was temporarily stopped. On (B)(6) 2010, the patient restarted extraneal 2 liters daily ip at 250ml/min with lot number s10h24050. On that day, the wbc of the effluent increased with 99% monocytes and 1% pmn. On (B)(6) 2010, extraneal therapy was permanently discontinued, and the wbc of the other glucose solution decreased. The outcome of the chemical peritonitis was not reported. The cloudy effluent was resolving. The physician believed the events were related to extraneal therapy. Per the reporting physician, "I think that the chemical peritonitis depends on not only the solution but also the individual immune system. Restarting extraneal would be ok after several months. That kind of event sometimes occur."

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.